Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Legal counsel for patient alleged that a revision procedure occurred on (B)(6) 2013 due to infection with components being reimplanted on (B)(6) 2013. A review of the invoice history confirmed all surgery dates and indicates that the acetabular cup and modular head were removed and replaced during the revision procedure on july 7, 2008. Invoice history further confirmed that the femoral stem and modular head were removed and replaced with a cement spacer mold on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04802 & 04803).